Event description:
There was no device failure or malfunction reported. This pt was undergoing a coronary artery bypass graft procedure. The endocoronary sinus catheter was inserted without difficulty using "tee" and fluoroscopy. The balloon was inflated with 3cc of air and was left inflated not much of the case after infusiing retrograde cardioplegia. Antograde cardioplegia was also administered. The balloon was deflated later in the case. Subsequently, the balloon was inflated with 1.5cc of air. Fluoroscopy indicated that the catheter was inserted quite far and no additional retrograde cardioplegia was given. When the balloon was deflated near the conclusion of the operation, bleeding could be seen from the coronary sinus. A partial stenotomy was performed and the coronary sinus was repaired. The pt recovered uneventfully.